Event description:
It was reported that the defibrillator was explanted and the replacement device was implanted on the right side. It is believed to be due to an infection in the blood stream. There were no adverse effects to the patient.